Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that an occlusion message displayed on the screen of the system just before the handpiece was to enter the eye during a cataract with iol (intraocular lens) implant procedure. The system was rebooted three times before the case could be completed with the same cassette and handpiece. Add'l info was rec'd, indicating that cassette priming had been successful and the occlusion message was displayed while testing the handpiece with the footswitch before entering the pt's eye. Incisions had already been created. The procedure duration was increased by 50 mins (total duration was 90 mins) w/o renewal of local anesthesia and w/o pt harm. No add'l info is expected to be rec'd.